Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced gradual decline in hearing followed by no communication with the internal device and electrode migration out of the cochlea (specific date not reported). The patient also experienced inner ear infection and inflammation which was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.